Event description:
It was reported to philips that the device's paddle electrode was cracked, resulting in the paddles not functioning. There was no reported patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4).